Manufacturer narrative:
Philips has investigated this complaint. According to the information the system was not in clinical use when this issue occurred. Planned treatment was delayed and later completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the pc-box cannot start. Upon functional test fse  found power supply is damaged. The field service engineer (fse) replaced power supply. After replacement of power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start. The device was in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of the complaint.